Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flow rate setting cannot be adjusted and the air switch assembly is damaged. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the regulation adjustment on the subject device did not work. The issue was observed prior to a diagnostic colonoscopy and gastroscopy. The procedure was completed with the same device. It was reported that the device was switched on. The light-emitting diode chain lights up briefly as expected. The user reported the adjustment of the flow with the two plus or minus arrow keys did not work as expected. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the regulation adjustment on the subject device doesn t work. The issue was observed prior to a diagnostic colonoscopy and gastroscopy. The procedure was completed with the same device. It was reported that the device was switched on. The led chain lights up briefly as expected. The user reported the adjustment of the flow with the two plus or minus arrow keys did not work as expected. There were no reports of patient harm.